Manufacturer narrative:
The evaluation code-conclusion has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2.0 mg/ml of dilaudid, 10.0 mg/ml of bupivacaine, and 100.0 mcg/ml of baclofen at 0.8798 mg/day, 4.399 mg/day, and 43.99 mcg/day respectively. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. The patient's indication for use was intractable spasticity and cerebral palsy. It was indicated the elective replacement indicator (eri) occurred. No further information was provided.